Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. It was further reported no device malfunction occurred. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vest apex system did not perform as intended. Reportedly the caregiver noticed since the patient began using the vest device the patient developed recurrent pneumonia (pna) infections. It usually takes approximately two weeks to develop pna symptoms; however, since the patient started on vest therapy the illness developed in 36 hours. The caregiver stated that the device is working as intended; however, ¿their mucus consolidated faster in the lungs and caused the patient to get sicker faster to a crisis point.¿ it was noted that when the patient was admitted to hospital on the date of the event, ¿they needed more support than usual, requiring high flow oxygen.¿ also noted, the patient stated that they also improved faster, as it usually takes them one week to recover, and in this case, it took them five days instead. There was no report of device malfunction reported. No further information was available at the time of this report.